Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to fridge failure. A field service engineer provided remote assistance to the customer regarding a refrigerator that was not detected on the bus. Before proceeding with the recovery process, it was necessary to locate the keys. A field service engineer verified with the customer, who reported that the nursing staff were unable to dispense medication due to the refrigerator storage being out of service. As a result, medication had to be requested from the pharmacy, causing delays in dispensing the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system fridge was not communicating on the bus. There were no adverse events or injuries reported based on this incident.